Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, the surgeon commented that while he was trying to fire the instrument, the firing stroke could not be completed fully, the instrument was jamming. The clips that were deployed were not properly formed, there was a gap between the jaws of the clips. There were about 6 clips that were deployed that were malformed. Surgeon commented that there is a technical fault in the deployment of clips. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/31/2008. Evaluation summary: the analysis result for the instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty; in addition the orange indicator was noted to be beyond its intended position. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.